Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion alarm, false downstream occlusion alarm and would not alarm with an occlusion present. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: corrected information: (B)(4). The device was received and evaluation was completed. The event history log (ehl) review was performed and revealed that the customer experienced multiple "upstream occlusion!" And "downstream occlusion!" Alarms, however the log cannot be used to distinguish true and false alarms. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The false upstream occlusions alarms and false downstream occlusion alarms and undetected occlusion alarm was not verified. Should additional relevant information become available, a supplemental report will be submitted.